Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed slices on the top and bottom covers, a slice along the lead, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection an electrode was broken inside the feedthru pocket. In addition, broken wires were observed new the electrode ground ring, which are believed to have occurred during revision surgery. System lock was verified. The device passed an electrical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed surgical slices on the top and bottom covers, along the lead, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed that an electrode was broken inside the feedthru pocket. In addition, the broken wires were observed near the electrode ground ring which are believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy analysis confirmed that an electrode was broken inside the feedthru pocket. In addition, the scanning electron microscopy analysis confirmed that some electrodes were damaged near the electrode ground ring. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed slices on the top and bottom covers, a slice along the lead, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken inside the feedthru pocket. In addition, broken wires were observed near the electrode ground ring, which are believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed slices on the top and bottom covers, a slice along the lead, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was broken inside he feedthru pocket. In addition, broken wires were observed near the electrode ground ring, which are believed to have occurred during revision surgery. System lock was verified. The device passed an electrical test performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed surgical slices on the top and bottom covers, along the lead, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed that an electrode was broken inside the feedthru pocket. In addition, the broken wires were observed near the electrode ground ring which are believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy analysis confirmed that an electrode was broken inside the feedthru pocket. In addition, the scanning electron microscopy analysis confirmed that some electrodes were damaged near the electrode ground ring. The failure of this device can be attributed to electrode shorts. A corrective action was initiated. This is the final report.